Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the subject device had loose contact. In the evaluation of olympus (B)(4) the following was confirmed, picture drops out when moving the camera cable. Camera cable broken. Camera cable insulation pushed open. Camera cable insulation leaking. Heavy contamination. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is assumed that this case caused unexpected stress on the cable unit due to the user's handling, and that the image did not come out because of the failure. In addition, it is assumed that the camera head was dirty due to the user's inappropriate reprocess methods.